Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after a successful open procedure, the suture extruded through the tissue. To resolve the issue the suture was removed from the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after a successful open procedure, the suture extruded through the tissue. To resolve the issue the suture was removed from the tissue.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.